Manufacturer narrative:
This complaint was opened in error. It was reported that the patient expired on (B)(6) 2021 so the hm alerts were after the patient passed. Closing out this complaint.

Event description:
Lead remains implanted. Non-capture, noise, and unipolar lead failure reported. Full lead evaluation recommended. No adverse events reported. Should additional information become available, it will be added to this file.